Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was implanted on (B)(6) 2017 but the use before date was (B)(6) 2017. It was noted that the serial number had been written off as lost by a rep on (B)(6) 2016. No patient symptoms were reported. No further complications were reported or anticipated.